Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump did not recognize closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "door will not read latched/closed, even while closed" was reproduced. A review of the event history log revealed multiple events of "'shut door-power off'" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the loose link screw in upper locking pin. The link required to reinstall to address the issue. Should additional relevant information become available, a supplemental report will be submitted.